Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported of the right side device: "deflation". The device remains implanted.

Manufacturer narrative:
Additional reason for reoperation: capsular contracture grade unknown. The reported event or events are physiological complications (capsular contracture grade unknown), and device analysis typically does not help allergan determine the cause. Laboratory analysis summary the device related to the reported events deflation and capsular contracture was received on april 27, 2026 with lot number 1800113. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis wear abrasion and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Later, healthcare professional confirmed deflation and reported capsular contracture of unspecified baker grade.